Event description:
It was reported that a cut in the cord was discovered during pre-testing. The location of the cut was unknown to the reporter. The reporter stated that the device was not used in surgery and no injuries or medical interventions were reported. There were no delays in surgery as an identical spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual foot control device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and the event was duplicated. Evidence indicates this is due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.